Manufacturer narrative:
An event regarding pain, swelling and general discomfort involving an trident liner was reported. The event was not confirmed. Method and results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were deemed insufficient and rejected for medical review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor could the root cause of the reported event be determined due to the minimal information received. Further information such as return of device, patient history, histopathology report and follow-up notes are needed to investigate this event further. Additionally, as per product recall verification response it is confirmed that none of the reported devices were part of the recall. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Left-hip. He suffered from pain, swelling and general discomfort. Patient was not revised.

Manufacturer narrative:
Concomitant medical products: delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 41735801; accolade plus tmzf hip stem #5; cat# 6021-0537; lot# 41211306; trident hemispherical solid back shell; cat# 500-11-60g; lot# 31114601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Left-hip. He suffered from pain, swelling and general discomfort. Patient was not revised.